Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient removed a pod due to feeling insulin leaking after wearing the pod for less than 1 hour. The patient noted that the cannula had not inserted into the infusion site (abdomen) and upon inspection of the pod, it was reported that the pink slide had not moved forward, indicating a needle mechanism failure occurred.